Event description:
Reporter alleged obtaining a result of 420 mg/dl on the aviva system and then taking 10 units of novolog. Reporter stated that 30 minutes later, he obtained another result of 420 mg/dl on the same aviva system, then shortly after had a seizure before passing out. Reporter stated his brother called 911 and he remembers waking up in an ambulance before being taken to the hospital, but he was unsure of the treatment administered for his blood glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.